Manufacturer narrative:
Reporter's phone number was not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device motor power was too low and the bearings were blocked. The device also failed pretest for check power with test bench, min.67.5 to 110 w, check the function with electric pen drive (epd)-console, check compatibility between colibri/sbd and colibr ii/sbd ii and check the triggers and electronic control unit (ecu) function. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is use error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the small battery drive device only worked sometimes while in use with the battery casing device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction data: d10: the date the device was returned for evaluation was reported as may 8, 2018, the correct date is apr 25, 2018. If additional information should become available, a supplemental medwatch report will be sent accordingly.